Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's turbine module was found defective. Ventilator was investigated on-site by our field service engineer and further investigation revealed that the ventilator had failed pressure transducer test and turbine and gas supply test during pre-use test. Issue was resolved by replacing the turbine module. No part returned for investigation. The root cause for the issues can not be established. The turbine generates the inspiratory air gas flow (max. 240 l/min). It generates the air flow and pressure from the surrounding air. This air flow is then mixed together with the o2 flow from the o2 gas module. The maximum turbine output pressure is dependent on the ambient pressure and may therefore vary between 65 cmh2o (high altitude) and approx. 100 cmh2o (sea level).

Event description:
It was reported that the ventilator's turbine module was found defective. There was no patient involvement. Manufacturer's ref. #: (B)(4).